Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a case to treat in-stent restenosis (of a non abbott product) in the lad which had hard plaque, the balloon ruptured at 8 atm. The stent was deployed adequately and postdilatation was performed. No patient injury was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information because the device was not returned for evaluation. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. In this instance, the patient anatomy was described as heavily calcified, which may have contributed to the balloon rupture. However, without the device to examine, a conclusive root cause cannot be determined.